Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was only working intermittently, so they swapped it out. They said it had been dropped and there are cracks where the cable goes in. No patient effects.

Manufacturer narrative:
Trackwise # (B)(4). A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site. See attached email.

Event description:
N/a.